Manufacturer narrative:
Date sent to FDA: 9/16/2020. Additional information: d1, d2, d2b, d6, g1, g5. Additional b5 narrative: it was reported that the patient underwent rectopexy on (B)(6) 2004 for bowel prolapse and mesh was implanted. The patient reported she has experienced severe pain, ptsd and stress. No additional information was provided. Corrected information: g1.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an unknown procedure and an unknown mesh was implanted on an unknown date. The patient reported an unknown adverse event. No additional information was provided.